Event description:
Dr. Had inserted all three pedicle screws percutaneously and was attempting to reduce the rod down into final position when the middle assembly tower separated from the bone screw. He extracted the tower, then the bone screw, and placed another screw assembly in place and inserted the rod into its correct position and finished the procedure.